Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during performance testing and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to fully charge its internal battery. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing and review of the device data logs confirmed the reported device battery failure to charge. Based on all available evidence and complaint investigations of a similar nature the reported device battery failure to charge was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to fully charge its internal battery. The device was not in use when the fault occurred; therefore, there was no patient involvement.